Event description:
Post op, other complications, periprosthetic fracture of the right humerus (distal third), treated conservatively, post-surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.